Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going. Device not returned.

Event description:
(B)(6). It was reported that there was release of silicone particles in ophthalmo, patient risk, silicone become brittle. Foreign particles on instrument.

Manufacturer narrative:
Investigation: both racks have shrunk and several segments are broken off. The surface is scratched, most likely by sharp working ends of instruments. Furthermore deposits can be found between the segments, most likely caused by residues of the reprocessing process. Conclusion and root cause: based on the information available as well as a result of our investigation, the root cause of the failure is most probably related to aging and wear, and thus related to an insufficient maintenance. Rational: hardening and shrinking is a natural phenomena caused by the aging of silicone. Furthermore the scratches are signs of wear and tear. Due to the age and the condition of the products, they are worn and should not be used longer. Corrective action: file will be forwarded to crb for CAPA.